Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed the reported low speed and pump stop events. Although a specific cause could not be conclusively determined as no product was returned for evaluation, the abnormal pump operation captured in the submitted log file appeared to be consistent with potential driveline wire compromise. The submitted log file captured several low speed and pump stop events with associated low speed advisory/hazard and low flow hazard alarms on 28oct2024, 31oct2024, and 01nov2024. The low speed and pump stoppage events occurred while the system was powered by the power module. Based on previous complaint history, the abnormal pump operation appeared to be consistent with a potential short to shield driveline issue. No other notable events or alarms were captured. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , with no further related issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii lvas patient handbook are currently available. Section 6 of the IFU entitled "patient care and management" addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and patient handling. In addition, section 6 (under "pump performance monitoring") outlines indications of driveline damage as well as how to respond to such events. Section 7 entitled "alarms and troubleshooting" outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook contains a section on ¿caring for the driveline.¿ the section entitled ¿alarms and troubleshooting¿ outlines all system controller alarms as well as how to respond to each alarm condition. A section on handling emergencies is also provided. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient reported generalized fatigue during the pump stop events. The patient's echocardiogram showed normal lvad function. A computed tomography angiography showed no inflow or outflow cannula kinking or thrombus. The patient had reported dropping their battery 1 week prior to admission. No further alarms occurred while they were hospitalized.

Manufacturer narrative:
B5: additional information h1: type of report, serious injury h6: health effect -clinical and health effect-impact codes, updated no further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Manufacturer narrative:
D4: device lot number was not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information provided. A supplemental report will be submitted once the manufacturer investigation is complete.

Event description:
It was reported that the patient's log files contained multiple low speed advisory/hazard, low flow hazard, and pump stop events while utilizing mobile power unit (mpu) power. This type of behavior has been linked to potential issues with the percutaneous lead. It was recommended to keep the ventricular assist device (vad) connected to battery power or ungrounded cable/power module until further investigation was completed. No obvious areas of concern were seen in the x-rays submitted.